Event description:
Information received indicates during a preventive maintenance check the bed was found to have an open ground.

Manufacturer narrative:
The technician found the ground wire was broken at the power cord plug. The technician replaced the power cord plug to repair the bed.